Manufacturer narrative:
This product was not returned for analysis since it was surgically abandoned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a follow up visit this right ventricular (rv) lead exhibited a high out of range shocking impedance measurement. The physician elected to surgically abandon the lead, which was successfully replaced. No additional adverse patient effects were reported.